Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that there were high impedances on one of the patients leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted product was retained by the hospital and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.